Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed during an in-clinic follow up. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.